Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that machine threw an error and ejected the fluidics management system (fms), also stated unit threw an error mid case causing the eye to collapse and patient had sutures during surgery. The procedure type was unknown. The current patient condition was unknown.